Event description:
"Very hot" is stated on the repair order. On follow-up with the hospital, hospital representative stated that the motor got so hot in the surgeon's hands that he could not hold it any longer. He switched to another motor and finished the case. There were no patient/user injuries. They suspect that the overheating of the device was caused by the attachments, not by the motor.